Event description:
It was reported that the physician's handheld was freezing on the interrogation successful screen recently. It was reported that this has occurred several times and that troubleshooting resolves it, but then it occurs again. The physician requested another programming computer. A new programming computer was provided to the physician and the handheld was returned for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the returned handheld device and software flashcard was completed. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
.